Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearing seized, was jammed and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the attachment was blocked (poor maintenance). The assignable root cause was determined to be due to improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the bearing on the burr attachment device seized, was jammed and heavy moving. It was further determined that the device was blocked (poor maintenance). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.